Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. During the exchange/removal of the was dilator and of the versacross pigtail wire there was thrombus that was noted. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. Post procedure the patient experienced a cerebral vascular accident and has now been transferred to rehabilitation. The patient has not experienced any other complications as a result of this event.